Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be in safety mode during a routine check performed after shock therapy was delivered. As result, the patient was hospitalized and therapy was programmed off. The device was subsequently explanted and replaced. Additionally, an electrogram (egm) captured on the day of the procedure showed a pacing pause of 4 seconds. Boston scientific technical services (ts) reviewed the egm and suggested checking if an additional device was in use at the time of the pacing pause. A clinical representative confirmed that the cause of the pacing inhibition was not determined and all diagnostic measurements were normal. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be in safety mode during a routine check performed after shock therapy was delivered. As result, the patient was hospitalized and therapy was programmed off. The device was subsequently explanted and replaced. Additionally, an electrogram (egm) captured on the day of the procedure showed a pacing pause of 4 seconds. Boston scientific technical services (ts) reviewed the egm and suggested checking if an additional device was in use at the time of the pacing pause. A clinical representative confirmed that the cause of the pacing inhibition was not determined and all diagnostic measurements were normal. No additional adverse patient effects were reported. This product was returned for analysis.